Event description:
Stroke surrounding the right sided stimulator. On (B)(6) 2010, pt had implantation of bilateral dbs for dystonia. Upon awakening the evening of surgery, the pt experienced facial drooping and problems with understanding her speech. On (B)(6) 2010, symptoms continued and she progressively had problems with putting sentences together, talking very slowly, and had difficulty understanding what was being said to her. On (B)(6) 2010, she developed left hemiparesis. Pt was transferred to rehab unit on (B)(6) 2010 and discharged home with mother on (B)(6) 2010. Upon discharge, pt was full transfer alone and one handheld assist with gait due to impulsivity and poor motor planning. Clinically, pt was nearly back to baseline. Pt will be scheduled for outpatient therapy if needed. F/u info 07/27/2010: all motor symptoms from stroke have resolved. Family reports cognition is at baseline and possibly better than prior to implants.

Event description:
It was reported that during a bariatric procedure, the surgeon stated that the distal tip of the device broke. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade